Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 182 mg/dl. Troubleshooting found insulin was able to exit the tubing with a push plunger. It was also found the customer's insulin pump alarmed o delivery during a manual prime. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.